Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the patient's icm was reconnected to their ble was able to send a transmission, however, no information was provided on how the event was resolved or what may have caused it. There were no reported patient consequences.